Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. However, there is a probable association between the reported peritonitis and the breach in aseptic that occurred during peritoneal dialysis therapy. Should additional new information be made available this clinical investigation will be reevaluated. The actual device was not returned to the manufacturer for physical evaluation. However, the serial number of the device is known and a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was reported to be an unspecified breach in aseptic technique. The date of onset was unknown and the patient did not require hospitalization for the event. As a result of the peritonitis, the patient experienced cloudy effluent and fibrin build up in their patient line. This caused the patient to have issues with draining fluid while performing peritoneal dialysis therapy. The patient was treated with oral cipro (dose and duration not reported) and intraperitoneal vancomycin (dose and duration not reported) for the peritonitis event. The patient has since recovered from the event and peritoneal dialysis therapy was reported to be ongoing. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation results: this is a report of a patient who developed peritonitis coincident with peritoneal dialysis therapy. The device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, a device history record (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the cause of the reported incident could not be reached and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.